Event description:
Child slipped between mattress, bedspring and raised siderail of bed, becoming trapped. Assistance required to remove child. No injury to child. Similar incident in 5/93 involving 3-yr-old pt weighing 13 kg. Child slipped down to abdomen between bedspring and siderail. Parent summoned rn ahd child removed without injury. Both beds evaluated to be in proper working order. No equipment malfunction identified. Equipment design is the concern.